Event description:
It was reported that there was a lead warning for the right ventricular (rv) lead but impedances looked stable. It was also reported that it was not possible to get an r-wave measurement with the rv lead and there was a slight increase of the threshold. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524 implantable pacing lead (B)(6) 1992. (B)(4).